Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. His blood glucose level was 156 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm as noted. The down arrow button did not respond due to corroded keypad trace. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip and a cracked reservoir tube window.